Event description:
Alleged false positive sars result for 1 asymptomatic consumer. The consumer communicated that they have tested positive with quickvue otc for approximately a couple of weeks and believed at the time of testing they should have tested negative. 2 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices from each lot with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: phone.